Event description:
It was reported by the customer that a pyxis medstation es system tower door was not opening. Customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door was not recover. A field service engineer replaced the latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.